Manufacturer narrative:
Philips investigated this complaint. According to additional information collected, the system was outside of clinical use at the time of event occurrence. A philips field service engineer (fse) went onsite and analysed the system log file. The analysis indicated the ippc (imaging pc) failed post and found unable to communicate with the host pc. The cause of the ippc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the ippc, hard drives, and upload software by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The cause of the ippc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the ippc, hard drives and upload software by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system took an extended amount of time to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.